Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. There were traces of dried blood found on the marker tube, which is an indication that the device was inserted inside the patient, but was not deployed. The sheath appeared normal and there was a slight kink on the sheath just below the overmold area. Guide wire patency was performed using a new guide wire and the device was patent. The guide wire was back loaded and front loaded without any problem/resistance. There was no abnormal observation found. Possible causes that can contribute to sheath kinking during device insertion, include but not limited to manufacturing, anatomical conditions and user technique. The lot testing for hydrophilic coating was confirmed to be within specifications. Anatomical conditions, such as heavy calcified arteries, tight tissue tract, can influence the type of reported issue. The reported information stated that the sheath kinked due to arterial tortuosity. The mild calcification present at the diseased access site and at the right common femoral artery could have been a factor, but this could not be confirmed. The instructions for use (IFU) states: the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. Aggressively advancing the device into the artery is another potential cause for this reported type of issue. Information regarding user technique that may have affected the device performance was not provided. The reported retroperitoneal bleed at the hypogastric artery is most likely not related to the attempted use of the proglide device. The proglide sheath would not extend from the common femoral artery (cfa) access site to the hypogastric artery and therefore, it is not believed that the proglide device contributed to the patient death. Based on the investigation findings, the reported difficulties appear to be related to the operational context where the device was used and not a product quality deficiency. Review of the device history record for did not reveal any nonconforming material records associated with this lot. A query of the complaint-handling database did not reveal any other incidents reported from this lot. Based on this investigation, there is no indication of a product quality deficiency. To help ensure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other perclose proglide device is being filed under a separate medwatch MFR number.

Event description:
It was reported that a physician attempted arteriotomy closure of a moderately tortuous and mildly calcified right common femoral artery (rcfa) using a proglide device after a renal angioplasty and stenting procedure. Reportedly, during device insertion in the patient groin the proglide sheath kinked due to the arterial tortuosity. The device was removed and a second proglide was attempted. The guide wire was in place and while attempting to advance the second proglide resistance was experienced and the sheath folded back on itself. Fluoroscopy showed the sheath had bent/kinked proximal to the guide. The device was removed and manual arterial compression was used to achieve hemostasis. The same day, post-procedure, the patient had pain. A CT scan showed retroperitoneal bleeding (rpb) at the hypogastric artery. Blood was transfused and the patient was taken back to the operating room. The patient sat on the bed, vomited and aspirated. Resuscitation attempts were performed but were unsuccessful. The patient died due to the aspiration of vomit, however, the physician indicated he is unsure of the cause of the rpb, the vomiting and aspiration and ultimately the patient's death. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.